Manufacturer narrative:
This report is being submitted to report both corrected and additional information. The corrected information is the removal date. It was previously reported incorrectly, and is now reported correctly to be (B)(6) 2021. The following sections are being reported: d6b. If explanted, give date is corrected. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported device was returned and the reported event was non-verifiable as no objective evidence was provided to confirm the medical event. Based on the evaluation, the device malfunction did not occur as physical assessment of the returned product did not identify any malfunction. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified related to the reported event. The reported event could not be recreated due to the nature of the dental device and event (medical other). The complaint is not related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is (B)(6).

Event description:
It was reported that the implant in site 30 was removed due to nerve injury. Patient complained of numbness on right side. Clinician offer to remove but patient declined until no improvement was reported. Noted paresthesia and patient sent to specialist for nerve repair.